Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified injuries and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard mesh (bard flat mesh) and bard/davol 3dmax light on (B)(6) 2016 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient sustained unspecified injuries on (B)(6) 2019 (hence, the date of implant for the bard flat mesh is considered as (B)(6) 2016). It is also alleged that the patient experienced emotional distress and the device was defective.